Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damaged connection socket. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the light source did not recognize the endoscopes. The issue was found during inspection for use. There were no reports of patient harm.